Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that the patient experienced several episodes of syncope. The patient was referred to follow up with their physician. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that the cause of the patients syncope was not related to the device. No changes were required. No additional adverse patient effects were reported.